Manufacturer narrative:
Method/results/conclusions: pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.

Event description:
It was reported that there was a post procedure pneumothorax on (B) (6) 2010. It was further reported that about 1.5 hours post procedure after having a chest x-ray, the physician noticed an extremely small pneumothorax approximately 1/2 cm x 1/4 cm in the left upper lobe, apical segment. The physician mentioned that it may have been caused by the 7 biopsies he took with the biopsy forceps (not superdimension product). As a precaution, the patient spent the night in the hospital, no chest tube was required and there was no additional medical attention needed. The patient was discharged the following morning. There was no allegation that the superdimension system caused or contributed to the pneumothorax.